Event description:
On (B)(6) 2010, the pt was undergoing a laparoscopic robotic assisted myomectomy. During the procedure one jaw of the bowel grasper broke and fell into the abdomen. The surgeon located the broken piece and successfully removed the piece using a laparoscopic magnet.